Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reported being actively shocked. An x-ray revealed the lead was dislodged and in the pocket causing the patient to be pectorally stimulated and not actually shocked. A procedure was performed to reposition the lead, however because the patient has twiddlers syndrome, the physician decided to explant the lead and device and implanted a new system on the right side. There were no additional adverse patient effects reported.